Event description:
It was reported that the programmer's touch panel stopped responding. No adverse patient effect was reported. The programmer will be replaced.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer's logfile. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior.

Event description:
It was reported that the programmer's touch panel stopped responding. No adverse patient effect was reported. The programmer will be replaced.